Event description:
Consumer reported that upon removing product from her left hip area, skin was removed from approximately a 4x4 area and was painful. Went to urgent care center, where a physician prescribed an oral antibiotic and neosporin ointment. Still in pain next day, so she went to her dermatologist, where he applied a duoderm patch. (B) (4).

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and phamacovigilance.